Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The united passed extended self-testing.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.